Event description:
Unsolicited communication: pt reported having a bad cassette [lot number: 4257113). Pump alarm message: high pressure. Pt attempted to change pumps but received same alert using the same faulty cassette. Patient was able to switch to new cassette without issues. No other questions or concerns at this time. "Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Yes did we replace device? Yes did the patient have a backup device they were able to switch to? Yes is the infusion life-sustaining? Yes what is the outcome of the event? Resolved photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on the separate report. Did the reported product fault occur while in use with the patient? No, did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes, is the infusion life sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Yes, ongoing? Reported to cvs/caremark by: patient/caregiver.